Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, menorrhagia, anemia and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia outcome was unknown. The reporter considered menorrhagia to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included uterine fibroid, dysfunctional uterine bleeding, menorrhagia, anemia and ovarian cyst. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), iron deficiency anaemia ("anemia") and ovarian cyst ("right ovarian cyst") and was found to have uterine leiomyoma ("fibroid uterus"). The patient was treated with surgery (assisted laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the menorrhagia, dysfunctional uterine bleeding and iron deficiency anaemia outcome was unknown. The reporter considered dysfunctional uterine bleeding, iron deficiency anaemia, menorrhagia, ovarian cyst and uterine leiomyoma to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 19-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.